Manufacturer narrative:
Correction: h6 device code, clinical code the reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿there is information provided that there has been a stryker/wright medical tar at the site of the ankle joint. Visible is the distal lower leg and the foot of a patient. There is a consolidated arthrodesis visible at the talonavicular joint and talocalcanear. A large two-part cement spacer is visible with a spike going into the talus to provide stability to the lower part of the spacer and to avoid secondary displacement. The tibial cement goes pretty far into the metaphyseal part of the bone suggesting, that the replaced implant may have been an inbone implant. There is also a fracture proximally to the tibial cement spacer visible. Infection is very likely in this girdlestone situation.¿ although images of CT scans show a girdlestone situation, the presence of an infection could not be confirmed due to the lack of additional clinical information. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a revision surgery for reasons that are not available at the time of this report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device disposition unknown.